Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mid right coronary artery. Pre-dilatation was performed with an unknown balloon catheter. A 2.25 x 23 mm xience prime stent was deployed at 8 atmospheres when a dissection and in-stent thrombosis were observed. The dissection and thrombosis were treated with aspiration and an intra-aortic balloon pump (iapb) and a 3.0 x 15 mm and 3.5 x 28 mm xience xpedition stents were implanted. Post-dilatation was performed with an unknown balloon catheter. There was no clinically significant delay in the procedure. The day after the procedure, ventricular arrhythmia was observed due to temporary reduction of blood flow from the stent thrombosis. The ventricular arrhythmia was treated with medication. The patient was discharged from the hospital on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of dissection of the coronary artery, arrhythmias, atrial and ventricular, and coronary or stent thrombosis, are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.